Event description:
It was reported that blood influx from the sealing portion at the tip of the left ventricular (lv) lead was found, and the lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.